Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there were leaks on the reservoir. The customer reported that the leaks were past the second o-ring. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that they discarded the reservoir. The reservoir will not be returned for analysis.